Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was at work when he lost consciousness and his coworkers called emergency medical services (ems). Upon arrival, ems performed a bg which was 29 mg/dl but the patient¿s cgm value was not provided. The patient was treated with IV glucose, transported to the hospital where he was admitted overnight. The patient regained consciousness after treatment and reported his cgm had not ¿picked up the low¿. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.